Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels of 13.3 mmol/l in the morning, two hours later blood glucose level was at 24.2 mmol/l. At 11:00 am, her blood glucose level was 27.2 mmol/l. The patient used an insulin pen to lower her hyperglycemia. At the time she reported the event, her blood glucose level was at normal range again.

Manufacturer narrative:
Correction - d4 catalog no and unique identifier were updated based on the returned product.